Manufacturer narrative:
(B)(4)

Event description:
The foreign distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that the receiver displayed err6 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.